Event description:
A customer reported they did not receive a message upon scanning the adc device. Due to this, the customer was unable to obtain readings and had contact with a healthcare professional who provided unspecified treatment for diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Extracted data from the returned sensor using approved software. Sensor found to be in state 1 (storage state). Attempted communication between returned sensor and known good reader. Reader successfully communicated with the returned sensor. Scan timeout error message was not observed. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The exact date of event is unknown. The date entered in section b3 is per the customer's report of "a month ago." The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported they did not receive a message upon scanning the adc device. Due to this, the customer was unable to obtain readings and had contact with a healthcare professional who provided unspecified treatment for diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.